Event description:
Caller states the patient tested 4.4 inr on the coaguchek test system and 3.3 inr on a comparison lab. No action was taken based on device results. Comparison performed during correlation. No adverse event reported. Requested return of suspect test system and replacement was sent. Comparison performed at medical facility. Coaguchek test system: meter, strip lot 395a-h10, exp 2/29/08, cat/3116247.

Manufacturer narrative:
Suspect device: coaguchek test strips.